Event description:
Caller reported that pump battery was depleting too quickly. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to uninstall and re-install the mobile app and to follow up if battery depletion exceeded 35% per day, which the customer understood and acknowledged.